Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Analysis was unable to verify button error alarm and failed battery test alarm due to blank display. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that the insulin pump had a blank display. The customer reported that they received failed test alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the display was not blank. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.